Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was set to the incorrect calibration code number. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that she became aware of the calcode being incorrect on the subject meter a good week prior to contacting lfs. The patient informed the csr that she manages her diabetes with insulin (humulin 70/30; unknown dose). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) 2015 after the alleged issue started, she developed ¿weakness, no energy and fell asleep and couldn¿t wake up¿. In response to her symptoms, the patient claimed she attended the emergency room (ER) and was treated with IV glucose. The patient claimed a blood glucose test was performed on the ER meter and a result of ¿30 something mg/dl¿ was obtained. At the time of troubleshooting, the customer service representative (csr) assisted the patient with changing the code number on the subject meter. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.